Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being chewed on and damaged. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.